Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 16, 2010. Based on qa assessment, the product met specifications at the time of release. The reported event was unable to be confirmed. Therefore, the cause of the event remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the unit shut down on its own during a cataract procedure. The system was rebooted to complete the case. There was no harm to the patient.